Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Rectum cancer. Were any of the firing strokes able to be completed? No. When the device was not able to be opened, what was shown in the stroke indicator window? Unknown. What troubleshooting steps were taken to open the device? Followed up the IFU, such as knife reverse button. What is the surgeon¿s experience with the device? Experienced. How was the device eventually removed from the tissue? Used other deice to cut and staple the tissue. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the device could not fire. During the low rectal anterior resection,when transect the rectum, could not fire with ecr60g. Could not open the jaw, changed the surgery to open surgery, took the device out of the patient, used contour to complete the surgery. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: l52y67. Investigation summary: the analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45g cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, several staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.